Event description:
A patient reported experiencing inaccurrate erratic results with a surestep meter. The patient's blood glucose results were 491,290,and 115mg/dl.tests were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.